Event description:
During a routine shift check by a clnician, the CPR-d padz caused the attached AED plus defibrillator to display a red x". There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.